Event description:
It was reported that the buttons were not responding on the customer's insulin pump and the screen was frozen. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery alarms or frozen display occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.